Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck on critical override. A field service engineer (fse) found the station was not communicating and was in critical override. Attempted to remote in but was unsuccessful. Went onsite and inspected the ethernet cable and port, then connected multiple cables to a different working port, which restored communication and cleared the critical override. Reconnected to the original port and determined the issue was on the customer side. Advised the customer to open a ticket with their facility information technology department. The customer tested and verified normal functionality. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station struck on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.